Manufacturer narrative:
(B)(4).

Event description:
Patient reported signal loss for over 1 hour occurred. A review of the share logs was performed and a loss of connection was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.